Event description:
Philips received a complaint on the v60 ventilator indicating that the device was failing its oxygen calibration tests. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was alarming there was no o2 available. The customer verified that there was good o2 inlet pressure. When trying to flow via the pneumatics device page, the device would only flow air and not o2. The rse advised the customer to ensure the o2 inlet pressure stayed good when trying to flow o2 and confirm the o2 solenoid valve is connected to the data acquisition (da) printed circuit board assembly (pcba). If these checks were good, then the customer was advised to replace the o2 solenoid valve or the da pcba. Good faith efforts (gfes) are being completed to confirm the order of replacement parts and resolution of the device issue. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.